Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath in the rcfa prior to an endovascular aneurysm repair (evar) procedure and a post procedure technique via a 6f in the lcfa. Reportedly, while pushing in the plunger of the first prostyle in the rcfa, the physician felt something moving. The device was removed with the footplate broken and a foot was missing. The elbow of the device was sticking out. Two other prostyle sutures were preplaced. The sheath was upsized to 14f in the rcfa and the evar procedure was completed. During closure of the two sutures in the rcfa, one suture broke using the knot pusher. Another prostyle suture was placed and hemostasis was achieved in the rcfa with two prostyle sutures. When closing the lcfa, a prostyle cuff miss [suture retrieval issue] was noticed. Another prostyle suture was deployed and achieved hemostasis in the lcfa. Pedal pulse in the right anterior tibial was good. No obstruction of flow noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported displaced foot with a bent actuator wire and foot separation were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issues could not be determined. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a foot separation include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy which struck the footplate separating the posterior foot. Factors that may contribute to a displaced foot include, but are not limited to, device manipulation with the foot deployed in the anatomy which led to the bent actuator wire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.